Event description:
It was reported that "it was unable to pace during use." No patient complications or injury was reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. No introducer was returned. Continuity testing found that a short condition occurred at the catheter tip. A cut-down of the catheter revealed that the insulation on the lead wire had been stripped too far, which created a short condition when pacing. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Balloon inflation testing was performed using the returned syringe with 1.3 cc air by holding the balloon under water. No visible damage to the catheter body, balloon, balloon windings, or returned syringe was observed. Visual examination was performed under microscope at 20x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of pacing difficulty was confirmed during the evaluation. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.